Event description:
The surgeon reported to the sales rep that a subfix implant backed out of the patient. This was discovered after a post op follow up exam. The patient was not complaining of pain. A revision has not been scheduled.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.